Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p08 that has a similar product distributed in the us, list number 04p53, architect hbsag, with PMA number p110029.

Event description:
The customer reported false nonreactive alinity I hbsag results were generated on a patient. The results provided were: initial=0.00 iu/ml (< 0.05 iu/ml=nonreactive) /hbv dna=positive there was no reported impact to patient management.